Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about three months after implant there was evidence of non-sustained tachycardia episodes and elevated sensing integrity counter (sic) counts on the patient's right ventricular (rv) lead. Reprogramming was done and the rv lead remains in use. About two weeks later the patient was in clinic and there was evidence of t-wave oversensing (twos). It was decided not to change programming at that time and continue to monitor. Another occurrence about two weeks subsequent with the same oversensing results was reported. Troubleshooting was performed with no programming changes and a report a few days later continued to show oversensing with non-sustained tachycardia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.